Event description:
It was reported that on (B)(6) 2013 patient complained of pain; it was discovered via x-rays that the patient had a nonunion a revision surgery was performed. The patient was originally treated on (B)(6) 2013 for a fractured wrist and was implanted with a volar distal radius plate and six screws. The reporter provided a partial lot number for two of the explanted screws; #202.87 series and four screws with provided partial lot# 212.8 series. The explanted plate and screws were intact with no breakage. The surgeon decided to perform a revision surgery and re-implant the patient with another plate. Surgery completed with no harm to patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record: a review revealed no complaint related anomalies. The device history record shows this lot of lcp volar distal radius plates was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture and release. A review of the raw material device history record revealed it to conform with all requirements at the time of acceptance. The disposition: invalid. Placeholder.